Event description:
It was reported to philips that the device was not booting. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that the device was not booting up and that the countdown was stuck at 00:00. Onsite and log file analysis confirmed that a malfunctioning system interface board (sib) was the cause of the issue. The sib was replaced and the system was returned to use in good working order. The codes were updated based on investigation outcome